Manufacturer narrative:
Pump received with detached end cap, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 100 mg/dl. The insulin pump will be returned for analysis.